Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an unspecified stent was impeded in the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31674216) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and replaced it with a new microcatheter to deliver the original stent to complete the procedure. There was no patient injury reported. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. A functional analysis was attempted. The microcatheter was flushed with a lab sample syringe; however, high resistance was met. A lab sample guidewire was attempted to be advanced through the luer hub of the microcatheter; however, it got stuck at 36.5 cm. A dissection was made and the inner lumen was found occluded with blood residues. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The complaint is confirmed based on the occluded condition of the microcatheter. Although no evidence of physical material within the device was reported, the dried blood residues suggest that the saline flush was insufficient, and according to risk documentation, insufficient saline flushing is a potential failure mode that can compromise the performance of therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. The additional event information received on 03 feb 2026 was inadvertently omitted from supplemental medwatch report mwr (b(4). This supplemental report is being submitted to document that information. Section b5: the additional event details received on 03 feb 2026 indicated that they were not able to torque the device during the procedure. There was no evidence of physical material or obstruction within the device. The microcatheter did not exhibit any kinking or bending, and the user confirmed that no excessive force was applied during device manipulation. The event did not result in procedure prolongation or procedural delay, and no additional patient or clinical impact was reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an unspecified stent was impeded in the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31674216) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and replaced it with a new microcatheter to deliver the original stent to complete the procedure. There was no patient injury reported.